Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: dissociation of the head from stem / dislocation. Review of event description: patient's legal counsel reported patient underwent a left hip total arthroplasty on (B)(6), 2014 and received legacy zimmer products (including wagner sl revision stem and biolox delta head). Legal counsel further reports patient underwent a revision of femoral head and acetabular liner on (B)(6), 2015 due to anterior hip dislocation. The procedure was completed with a legacy zimmer ceramic head, taper adapter, and neutral liner. Zimmer inc., warsaw split case is reported under (B)(4). Patient initially had undergone a tha on (B)(6), 2007 (no zimmer winterthur design products involved) and experienced infection, metallosis, bone loss, which was treated with a two stage revision, removal of the implants on (B)(6), 2014 and re-implantation on (B)(6), 2014. This event is reported under zimmer inc., warsaw case (B)(4). Review of received data: - op notes dated (B)(6), 2014: pre-op diagnosis: septic hip with metal on metal reaction post-op diagnosis: septic hip with metal on metal reaction femur exposed in standard manner. Severe abductor and trochanteric deficiency due to prior surgery and his prior pseudotumor noted. Removal of cup and impaction of new cup fixed with 2 screws. Leg length, soft tissue tension as well as stability was tested with the trial stem. No tendency to dislocate anteriorly with abduction, external rotation and extension within a physiologic range of motion. This combination of trial components optimized hip soft tissue tension, leg length, and stability. Excellent posterior stability achieved. The acetabular trial liner removed. Then the final implant acetabular liner impacted into the acetabular component. The acetabular component locking mechanism engaged appropriately securing the acetabular liner. Final implant femoral stem placed without complication. Lt seated appropriately and had excellent press fit. The calcar was inspected following stem placement and no fractures were noted. Subsequently final femoral head placed on the clean and dry stem trunion without complication. Revision op notes dated (B)(6), 2015: pre-op diagnosis: prior resurfacing, prior femoral neck fracture, prior orif, removal of hip hardware, severe osteolysis due to metallosis, two stage revision due to infection, anterior hip dislocation, closed reduction attempt, disassociation of femoral head from trunion post-op diagnosis: same as well as disassociation of femoral head from trunion procedure: revision of the head and liner operation: xrays prior to surgery were examined and demonstrated osseointegrated components in good position. Standard revision approach. Femoral head noticed to be stuck within the acetabular component. Head was rotated such that the female portion of the head for trunion attachment was pointing toward the pole of the cup and away from the stem. The femoral trunion was perched anterior to the cup edge. Head was gently removed from the liner. Liner was found to be with scratches from the trunnion. Liner was replaced with a new liner. Anterior trunnion noticed to have 3mm zone of damage, while the rest of trunnion was without damage. Stem preferred to be retained as removing the stem would have required a long extended trochanteric osteotomy and incurred significant patient morbidity. New ceramic head with metallic sleeve positioned on the stem. Rom trail demonstrated the hip to be stable both posteriorly and anteriorly. Patient was shifted to recovery room in stable condition. - legal document dated august 18, 2016 was reviewed. It is stated that the patient underwent a complex revision surgery of femoral and acetabular components on (B)(6), 2014 of septic left hip metal on metal reaction. Patient was implanted with zimmer wagner femoral stem 17mm 135 deg neck, zimmer ceramic head 40mm neck size 2.5mm (assumed as typo error as the biolox 3.5mm head was reported to be implanted) and zimmer epoly crosslinked bearing surface and zimmer 58mm acetabular component. Later on, the patient underwent revision surgery of the femoral and acetabular components due to prior resurfacing, prior femoral neck fracture, prior orif, removal of hip hardware, severe osteolysis of bone around due to metallosis, two stage hip replacement revision due to infection, anterior hip dislocation, closed reduction attempt, disassociation of femoral head from trunion. Patient was implanted with zimmer ceramic head 40mm od 7mneck length ti sleeve femoral head and zimmer 40mm ID crosslinked vit e impregnated poly neutral liner for 58mm acetabular bearing surface. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea (biolox head): - loss of connection due to inappropriate design concerning pull-off strength (head/stem) / pull out strength (head/constrained liner) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => possible: head diameter and taper size is correct. However, due to absence of x-rays it is not possible to confirm the correct choice of offset. Therefore cannot be excluded. - mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: combination is allowed. - loss of connection due to inadequate assembling procedure => possible: head was not received for the investigation, therefore cannot be excluded. - loss of connection, fracture of ceramic head due to use on a damaged stem taper => possible: new stem was implanted along with the head. However, it cannot be proved whether the stem taper was damaged during op. - loss of connection, fracture of ceramic head due to particles between stem and head taper => possible: particles between stem and head taper may lead to instability of the head-stem connection. However, this cannot be proved. - patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: inadequateness of information during patients counseling cannot be proved. - compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device => possible: no patient info is available, therefore cannot be excluded. Root cause determination using dfmea(wagner stem): - failure of connection between stem and ball head due to fretting corrosion -> wear => possible: products were not received for the investigation, therefore cannot be excluded. - failure of connection between stem and ball head due to mechanical properties of the material (wrong material) => not possible: material compatibility specification is given. - failure of connection between stem and ball head due to corrosion due to wrong material combination => not possible: material compatibility specification is given. - failure of connection between stem and ball head due to fracture of ceramic head due to unclean cone surface => not possible: head is not broken. - failure of connection between stem and ball head due to wear between taper and ball head due to bone or cement (third body wear) => possible: products were not received for the investigation, therefore cannot be excluded. - failure of connection between stem and ball head due to improper connection of ball head during surgery => possible: head was not received for the investigation, therefore cannot be excluded. Conclusion summary the patient underwent a revision of the biolox delta head and the pe liner due to anterior dislocation of the left hip. During the revision surgery it was noticed that the head was dissociated from the stem and the head taper was facing the acetabular component being stuck within. Liner was scratched due to interaction with stem taper. Stem taper anteriorly is also seen to have damage of 3mm zone. However, the surgeon decided not to revise the stem due to possible significant patient morbidity. Possible reasons for the dislocation/dissociation of the head include wrong head offset selection, inadequate information during patients counseling by surgeon, inadequate assembling procedure, use of the head on a damaged stem taper, particles left between stem and head taper, high patient activity, patient disregarding limits of the device and malposition of the components (no x-rays were received to confirm). However, it is not possible to find the root cause due to absence of the x-rays and explants. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a biolox delta, ceramic femoral head, l, 40/+3.5, taper 12/14 on (B)(6), 2014 on the left hip side and underwent revision surgery on (B)(6), 2015 due to dislocation and disassociation.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4), reported under 0001822565-2016-03475.

Event description:
It was reported that a patient was implanted with a biolox delta, ceramic femoral head, l, 40/+3.5, taper 12/14 on (B)(6) 2014 on the left hip side and underwent revision surgery on may 09, 2015 due to metallosis and dislocation.